Manufacturer narrative:
(B)(4). The customer reported that they were adjusting a bed when the IV pole pushed the release on a monitor. The monitor then fell on a pt. There was no report of any serious injury or emergent care. The pt suffered only a cut on their head. Root cause: accidental release of the bedside monitor. No product malfunction was identified. An eval of the cited bedside monitor was performed by a philips technical service engineer. The bedside monitor was noted to be performing in accordance with manufacture specs. A scratch on the monitor's surface did not affect the monitor's operation. The intellivue monitor was placed on its intended mount. The monitor remained affixed to the mount despite physical force applied to this monitor to try and remove. No malfunction was identified with the monitor's release button. The available info from this report and from trending for this issue does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that they were adjusting a bed when the IV pole pushed the release on a monitor. The monitor then fell on a pt.